Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that she was waiting for a replacement pump and while using her back-up plan for insulin delivery her blood glucose (bg) elevated to 531mg/dl. The patient reported symptoms of increased thirst, irritability, and "feeling foggy." The patient had reportedly taken an injection correction prior to contacting animas but had not rechecked her bg. Customer technical support (cts) advised the patient to contact her healthcare provider (hcp) for additional guidance if her bg did not improve following the correction injection, and also suggested the patient discuss her current dosing with her hcp while awaiting pump replacement. Cts advised the patient the replacement pump was scheduled for delivery (B)(6) 2012. This complaint is being reported due to the allegation that the patient experienced hyperglycemia due to use of an inadequate back-up plan while awaiting a pump replacement.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.